Manufacturer narrative:
Pending investigation.

Event description:
Approximately 6 years after initial hip replacement, the patient was revised due to prothesis wear. The x-ray and CT scans showed a clear decentration of the prosthesis head and small osteolyses in the acetabulum as signs of inlay wear. This was verified when the inlay was changed to a vit e-hardened specially approved inlay (novation xle neutral liner, group 2, 36 mm i.d., ref 140-36-52, sn (B)(6). As part of the replacement operation, in addition to the inlay exchange, the firm cup integrity was determined, as well as the curettage and filling of the cysts in the cup bed using hydroxyapatite + calcium and the prosthesis head was changed.

Manufacturer narrative:
H3: the most likely cause for the reported revision due to prosthesis wear and osteolysis is a combination of the risk factors specified in the hhe. However, this cannot be confirmed as the devices were not returned for evaluation, and images and radiographs were not provided. H6 corrected, updated the following: component code, type of investigation, investigation findings, investigation conclusions.